Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use in the percutaneous coronary intervention (pci) procedure of the proximal left anterior descending artery (lad). During procedure, the balloon did not inflate after being inserted into the stenosis. There was no pressure build-up, the physician immediately removed all the device and noticed that the shaft detached at about 1/3rd of the distal shaft. Fortunately, the detached portion of distal of the shaft was inside of the guide catheter, so the physician removed everything without any problems. There were no delay in positioning at the beginning, no kinks/obvious defects or similar indicators. The procedure was successfully completed with nc emerge device. There were no patient complications reported in relation to this even.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an nc emerge balloon catheter. Visual and microscope inspection revealed that there were numerous kinks to the hypotube. The hypotube was separation at 88cm from the strain relief. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation. There was contrast in the inflation lumen and the balloon was tightly folded. From the separation, the distal end of the device was connected to a touhy and prepped with an inflation device filled with water to inflate the device. The balloon was able to be inflated to rated burst pressure, as well as deflate with no issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.50mm x 15mm nc emerge balloon catheter was selected for use in the percutaneous coronary intervention (pci) procedure of the proximal left anterior descending artery (lad). During procedure, the balloon did not inflate after being inserted into the stenosis. There was no pressure build-up, the physician immediately removed all the device and noticed that the shaft detached at about 1/3rd of the distal shaft. Fortunately, the detached portion of distal of the shaft was inside of the guide catheter, so the physician removed everything without any problems. There were no delay in positioning at the beginning, no kinks/obvious defects or similar indicators. The procedure was successfully completed with nc emerge device. There were no patient complications reported in relation to this even.